Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for ise indirect na and k for gen. 2 on a cobas 8000 ise module. Patient 1 initial k result was 34.28 mmol/l. The repeat was 4.97 mmol/l. On (B)(6) 2020, patient 2 initial na result was 81.9 mmol/l and the initial k result was 2.78 mmol/l. The repeat na was 144.7 mmol/l and the repeat k was 5.10 mmol/l. No questionable results were reported outside of the laboratory. The electrode cartridge lot numbers with expiration dates were not provided.

Manufacturer narrative:
The field service engineer cleaned and replaced various parts of the instrument. The customer has had no further issues since the service visit. The specific cause of the event could not be determined.